Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the batteries for the viewing station were replaced to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system powered down immediately after being unplugged from a known operational outlet. The reported issue occurred while transporting the unit down a hallway to an operating room (or). There was no patient present when this issue was identified.